Event description:
Consumer reporting false negative result. Customer states other professional and consumer brand tests were positive. No way to gather further information from consumer.

Manufacturer narrative:
Investigation conclusion: . A review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online review.